Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. All intraocular lens are terminally sterilized with 100% ethylene oxide sterilization. Company uses an overkill sterilization approach, which greatly exceeds the minimum requirements for sterility. Critical parameters for sterilization cycles are recorded and retained for every sterilization load to demonstrate that the acceptance criteria for the sterilization process are met. Information was provided by the reporter that it was unknown what may have caused the event. No further information has been provided. The investigation has been completed based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after 14 days of cataract surgery, patient experienced endophthalmitis in right eye vision decrease, positive for p.acne. It was treated with intravitreal tap procedure and antibiotics and steroid medications. Current patient condition was unknown. Before surgery patient's bcva was 20/50 -2 and after surgery 20/cf 1 ft. Patient had conjunctival inflammation was <2+, aqueous cell was 3+, aqueous fibrin was present, hypopyon was absent. Intravitreal tap and injection of vancomycin, ceftazadime and dexamethasone used as a intervention for the events. It was unknown whether the intervention for the events effective or not. No sutures used, no surgical complications.